Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on electrical board, in the internal battery connectors. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm. Device was received with cracked case (battery tube), cracked battery tube threads, missing display window cover. Device p-cap / test reservoir does in place properly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. The customer stated that he saw red x on display. Customer stated that insulin pump was exposed to moisture. Customer stated that there was crack on backside of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.